Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the company representative that the programmer displayed an error message when powered on. The caller had powered down the programmer for five seconds and then powered back on and the programmer booted to the main screen without any error. The representative was able to manually load a device application without any error message. The caller was able to clear the error message with cycled power. Technical support (ts) suggested that the programmer be sent in for service if there are further issues. The device was restored to service. There was no patient involvement indicated.